Event description:
In 2009, patient reported air bubbles form in the insulin cartridge and infusion tubing after each product had been in use causing very high blood glucose readings. Patient stated he changed his insulin cartridge this morning and discovered his blood glucose reading was 375 mg/dl. He reported this problem has occurred 6-7 times over the past several months. Patient reported the air bubbles are usually noticed 2 days after changing his insulin cartridge. Patient stated the problem began five months ago and has been consistent over different shipments of cartridges. Verified patient attaches the adapter and tubing before inserting the cartridge into the infusion device. Patient stated he had not changed his adapter since he began using the infusion device. Educated him on the proper timeframe to change the adapter. Advised to change the adapter. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged adapter for evaluation. On follow up call five days later, patient's brother stated he believed changing the adapter cap fixed the air bubble issue.